Event description:
Additional information received reported that impedance checks were performed three times and all were normal: pre-operative, intra- operative with the new 565 lead, and post-operative with the new lead. An x-ray taken before surgery showed a 1x4 percutaneous lead at t-11 and this was replaced with a 565 paddle lead. The new lead was placed over t11, but stimulation could not be produced. X-rays were pulled from the original 2005 implant which showed the percutaneous lead covering t-9 and the top of t-10. The new lead was repositioned and appropriate stimulation was recaptured. The patient reported appropriate stimulation in painful areas. The issue was determined to be migration of the old lead.

Event description:
It was reported there was a loss of therapeutic effect. The patient had the implantable neurostimulator (ins) implanted three months ago and had stimulation sensation and no problems until last thursday ((B)(6) 2012). Impedances measurements were taken on friday ((B)(6) 2012). Group and electrode impedances were measured between 800-1200 ohms. The patient typically ran 6.5-7.0 volts, which he felt at a low level because he didn't like the strong buzzing sensation. The impedances were run up to 10 volts and he felt no stimulation. The patient woke up on friday with legs very achy and in more pain than usual in his legs. Two days later the patient had an x-ray that showed no lead position change. The patient had achy legs and numbness in his legs, which was new from how the stimulation felt previously. Impedances were run at 0.7 volts and 3.0 volts sitting and standing. Impedances were in a similar range for sitting and standing. It was noted a second time that no stimulation was felt up to 10 volts. It was also noted that the previous chart notes showed "impedances were normal." The patient was schedule for a lead revision "two weeks" from (B)(6) 2012.

Event description:
Additional information received reported that the patient's "surgery was delayed due to abnormal lab work." It was noted that the patient's revision surgery was rescheduled for (B)(6)-2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension. Product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension. Product ID 37754, serial # (B)(4), product type recharger. Product ID 37744, serial # (B)(4), product type programmer. Product ID 3487a, lot # j0511577v, implanted: (B)(6) 2005, product type lead.